Event description:
Customer reported device= 163 mg/dl at 8:30 am. Customer took normal diabetes medication. Customer went to a scheduled doctor appointment at 11:30 am. Doctor's device =500+ mg/dl. Doctor sent them to the hosp. Customer was treated with saline, sugar water, and insulin and remained in the hosp for several days. No control used. Strips expired. A request was made for return product and replacement product was sent.